Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with diffuse lamellar keratitis in both eyes on the first day post-op. The steroid drops normally used four times per day were increased to every two hours. There are no plans to lift the flaps. This report concerns the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).